Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, a failure analysis of the complaint devices could not be performed because the products were not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported clip open inability and lock line break in this incident could not be determined. Based on the information reviewed and without the device to analyze, a definitive cause for the reported clip open inability and lock line break in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report lock line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve without reported issue, but the clip was unable to be initially opened. Therefore, the cds with the closed clip was easily removed. Outside the patient anatomy, troubleshooting was performed, and it seemed that the lock line was broken. A new cds was advanced and the clip was implanted successfully, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.